Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 29 mg/dl. The customer has been experiencing low blood glucose since this morning. The customer was treated with glucose. The customer was admitted to the hospital. The customer blood glucose at time of admission was 170 mg/dl. The customer stated that she believes the pump malfunctioned. After the troubleshooting was done, customer was advised the pump will be replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.